Manufacturer narrative:
Follow-up #1: date of submission 01/19/2016. Device evaluation: the device has been returned and evaluated by product analysis on 01/08/2016 with the following findings: the pump was returned with the up arrow button on the keypad responding intermittently; all other buttons were properly responsive. The keypad was torn at the up arrow button. Upon removal of the keypad cover, the up arrow button contact was found to be inverted. Unrelated to the original complaint, the battery compartment was cracked and the battery cap coin slot was damaged. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (damage prior to tactile change) issue. It was noted that the up, down and ok buttons were under responsive to user presses. It was also noted that the keypad was damaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.